Event description:
Rn started levofloxacin 150ml to go over 90 min. Pump set for 102 ml/hr. Started at 1845 at 1927 entire 150ml complete. Total 37 min. Pump still states 95ml left to infuse. Pump settings checked by multiple rn's.what was the original intended procedure?intravenous.device #1is this a laboratory device or laboratory test?no.